Manufacturer narrative:
Device labeling addresses: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant placement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Case-control studies to evaluate the association between natrelle® 410 breast implants and 5 rare disease outcomes (rare connective tissue diseases, neurological diseases, brain cancer, cervical/vulvar cancer, and lymphoma). Anaplastic large cell lymphoma: based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin's lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan's and other manufacturers' breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl.

Event description:
Patient reported left side seroma and "anaplastic lymphoma." Device was removed. Patient additionally reported "sample of the capsule was taken" from the left side and came back "positive for anaplastic lymphoma." Diagnostic markers to confirm alcl have not been received. This event will be captured as lymphoma. These events have not been confirmed by a health professional.